Manufacturer narrative:
17jun25 this complaint case has been formally retracted: reference quality event (qe-000668).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported that a needle mechanism failure occurred. The prestataire did not provide any additional information to specify the allegation.